Event description:
It was reported that a physician's vns dell x50 handheld computer was not performing as intended despite troubleshooting the equipment. The company rep's programming system could communicate with the demo generator, but the physician's programming system could not. Although product return is expected, the programming system has not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.